Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 513.140, lot: 73p2586. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 29-october-2020, manufacturing site: jabil bettlach. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 20024. The synream reaming guide became contaminated during use with the doctor's glasses. Since it does not have another reaming tree and taking into account that we still had burs to use, it had to be cut in its olive part to be able to extract the guide and change it for a new one without contaminating the surgery. Two drill bits fractured during use, both remained inside the bone and it was not possible to remove them without doing further damage. This report is for a 2.0mm drill bit/mini qc/67mm. This is report 2 of 2 for (B)(4).